Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. An external insulation abrasion breaching the outer insulation exposing the outer coil was noted at 19.4cm to 20.5cm from the connector pin consistent with friction to the device can. The cause of reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient's right atrial and right ventricular leads were removed and replaced. The patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The patient's right atrial lead exhibited noise over-sensing resulting in inappropriate mode switches. The patient was discharged following the replacement. Related manufacturer report number:2017865-2024-69488.